Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. A review of the site complaint history found no prior complaints related to the article events. Citation: patriti a, ricci ml, eugeni e, stortoni pp, serio me, scarcelli a, pigazzi a, montalti r. Mitigating ¿inevitable¿ anastomotic leaks in left-sided colorectal surgery: a combined strategy using indocyanine green fluorescence, intraoperative colonoscopy and patient risk profiling. Updates surg. 2025. Doi:10.1007/s13304-025-02218-w. Section a2: patient information age: reflects the study mean age of the patients in the robotic group. Section a3. Patient gender: reflects the majority of the study population. Male (62%). Section b6 and b7: the patient's medical history and relevant tests are updated for most characteristics in the robotic group cohort. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.

Event description:
A review of an article that evaluated patient-specific risk factors and intraoperative findings obtained from indocyanine green fluorescence angiography (icg-fa) and intraoperative colonoscopy (ioc), using a structured endoscopic grading scale, to guide surgical decisions and minimize the risk of anastomotic leakage in colorectal surgery was performed. The study analyzed 111 patients undergoing elective stapled colorectal anastomoses between november 2023 and february 2025. Of these, 20 underwent robotic-assisted surgery using the da vinci system. Six patients experienced complications classified as clavien¿dindo grade > 2, with detailed information available for five cases. Four were grade 3 complications and one was grade 4. Among the grade 3 cases, two patients (50%) had minor anastomotic compromise and were reinforced with interrupted sutures; one of these later developed an anastomotic leak. Another grade 3 case (25%) required reconstruction, while one (25%) underwent colostomy due to poor prognosis. The grade 4 case required a permanent colostomy because insufficient colonic length prevented creation of a colo-anal anastomosis. The corresponding author was contacted and stated that following verification at their institution, no malfunctions, adverse events, complaints, or performance issues related to any intuitive surgical products were identified in connection with the referenced publication or on the specified date. All intuitive surgical devices and instruments were used according to their intended purpose and functioned properly, with no device-related incidents observed.